Event description:
The repair department was contacted because it was thought the recharger may not be working; the stimulator was shutting off. It was also mentioned that the stimulator shut off several times when the patient was in her husband's shop. Additional information has been requested but was not available on the date of this report.

Manufacturer narrative:
The recharger was returned for analysis which revealed - the device tested ok.